Manufacturer narrative:
Review of complaint tracking and trending and instrument service history. Refer to results of investigation. System logs were not available for evaluation. A review of the complaint history for architect c16000 serial # (B)(4) found no subsequent complaints reported. A review of complaints and a review of c16000 tracking and trending did not identify an adverse trend or product issue related to erratic and/or discrepant results. A review of the architect system operations manual and total bilirubin package insert revealed adequate labeling with regard to running the total bilirubin assay and troubleshooting the customer's issue. Labeling is sufficient with regard to the storage and handling of reagents, calibrators, controls, bulk solutions and to the collection, preparation and storage of specimens. The c16000 sample pipettor assembly includes a fluid sense/pressure monitoring system that helps to identify errors in aspiration. Based on the available information a specific cause for the high total bilirubin result was not determined. However, the evaluation could not rule out sample handling or integrity issues. A deficiency is not identified.

Event description:
The customer stated a falsely elevated total bilirubin result was generated on the architect c16000 analyzer. On (B)(6) 2011, a result of 266 umol/l (15.5 mg/dl) was reported and questioned because the result from the previous day was 10 umol/l (0.58 mg/dl). The samples from (B)(6) were retested and generated results between 7 and 8 umol/l (0.41 - 0.47 mg/dl). No impact to patient management was reported.

Manufacturer narrative:
No consequences or impact to patient (B)(4); high test results (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.